Event description:
(B)(6) 2026- day of surgery; diagnosis: right eye primary open angle glaucoma; severe stage surgery to be performed: right eye diode cyclophotocoagulation. Incident: patient's sclera and conjunctiva perforated while physician performing a laser diode cyclophotocoagulation using an lridex g probe. The physician used a microscope to perform the procedure and used copious amounts of lubricating gel. Contact was maintained between the eye and probe throughout the procedure. The surgeon state the perforation occurred during the 2nd pass at the 14th laser location. Physician discontinued use of the probe and performed a scleral patch graft to the perforated area.